Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during kit inspection, in medical device reprocessing, the device comb was found bent on one of the ends. There was no patient involvement, therefore no delays.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On june 22, 2018, it was reported that during kit inspection, in medical device reprocessing, the device comb was found bent on one of the ends. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was november 8, 2011 where it was reported that there was damage to the blade holder and the damaged comb was replaced. This is not a related issue. Product review of the skin graft mesher on july 20, 2018 revealed that the pretests could not be taken due to the bent comb. The gear, roller, side plates, and gear guards were damaged. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 20, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, shoulder bolts, and washers. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.